Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced display top cover assy with tape kit. Performed calibration, safety, functionality, and performance check. Product passed all checks.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use, cardiosave intra-aortic balloon pump (iabp) had a broken top. There was no patient involvement.

Manufacturer narrative:
After further review, an emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.